Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected delivery anomalies noted. Pump received with normal operating currents. Pump passed the self-test. Pump passed the unexpected restart error test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at was 400 mg/dl. The patient has tried different cannula lengths. The patient's insulin is not expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call that the insulin pump had delivery anomaly. Customer's blood glucose was 395 mg/dl. Customer stated the pump is under-delivering. The customer was advised that we are replacing the pump due to her request. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at was 400 mg/dl. Customer declined to troubleshoot for high blood glucose.